Event description:
The customer contact reported a delay in critical therapy following a leak. It was reported the vial was filled with an unspecified concentration of fentanyl and was loaded into an unspecified pt controlled analgesia (pca) pump. At an unspecified time, the pca pump was programmed for continuous + pca mode, to deliver at an unspecified continuous rate, with an unspecified pca dose, and a 15 minute pt lockout and the delivery was started. No further programming parameters were provided. After an unspecified length of time, it was reported that the nurse noted a leak at the circular plastic disk of the injector in the vial. The customer contact reported that the pt¿s pain was not controlled. It was reported that the vial was not replaced and the pt was given the medication via IV push. At an unspecified time, it was reported that the pt¿s pain was controlled. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.